Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when hammering in the cup; the instrument fractured off. No additional information. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection there are impact marks to the strike plate, handle, and shaft. The tip of the device has fractured from the handle. Fracture surface artifacts are consistent with the bending overload failure mode. Xrf analysis found the inserter material to be consistent with 17-4 stainless steel alloy. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the instructions for use determined that the reported event is a known inherent risk associated with the use of the device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.